Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The location of the leak was not known as an MRI had not been performed. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.